Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar instrument was not producing any energy to the tissue. The site rebooted the integrated electro surgical generator unit (iesu) system and changed the bipolar cord with no resolution. The site ended up getting a new long bipolar which produced energy. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and the instrument was placed on the in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test failed in one of the grips. No damage found on conductor wires. Initial findings confirmed. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the eiib board pins that could cause a break in the circuit for the grip failing continuity. The instrument was then disassembled, and it was noticed that the conductor wire had broken at the proximal end, approximately 3.5 inches from the crimp. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.